Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and was subsequently hospitalized and went to intensive care unit (ICU) due to hyperglycemia on (B)(6) 2024. The blood glucose level was 687 mg/dl at the time of event and the patient got treated with intravenous and fluids of saline and insulin. The event was caused by the kinked cannula. The patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.